Manufacturer narrative:
(B)(4). The handpiece has not been returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that the handpiece was getting hot. There was no injury reported as a result of this event.

Manufacturer narrative:
The handpiece was returned on january 13, 2016. The product analysis was performed on february 24, 2016. The product analysis indicates that the customer¿s complaint could not be confirmed. One minute pre-repair temperature test results are as follows: 78 degrees f at t1 and 76 degrees f at t2. The handpiece was tested with a straight attachment and angled attachment and no overheating occurred. There were no deviations found. The handpiece was successfully tested to specifications. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.